Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of electrical stimulation this patient was receiving to their hip at that time, resulting in an inappropriate shock. Technical services (ts) discussed electromagnetic interference (emi) with the health care professional (hcp). This electrode remains in service. No adverse patient effects were reported.